Event description:
In 2000, an aneurx bifurcated stent graft of an unknown size and its components were implanted for endovascular treatment of an abdominal aortic aneurysm. Three months later, the pt "felt claudication" in their left leg. The physician recommended a fem-fem cross over for repair but the pt refused and requested open surgical repair. An angiogram revealed the yrir of an unknown size had clotted off at a kink in the left iliac. Inspection during the procedure revealed that the left limb was kinked acutely at the bifurcation and the vessels were tortuous without calcification. There was a kink in the graft where a 60-degree angle was present at the bifurcation. The pt was converted to open surgical repair during which time the graft was explanted. There were no additional clinical sequelae reported relative to the event and the pt is reportedly doing fine. The explanted device has not been returned for evaluation at this time.